Manufacturer narrative:
(B)(4). Date sent: 11/6/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Corrected data: d1, d2, d4. Additional information was requested and the following was obtained: what was the product code of the device that was used? Nslx137c. What is the surgeon's experience with the device? The surgeon has been using the device for all of his cases for the past 6months with no prior complaints or issues. Please provide a full timeline of events. I asked for this and the information wasn¿t shared and they didn¿t want me to report it as they were unsure, but I wanted to be sure to due my best for patient safety and complaint protocols. What structure was the device used on during the whipple procedure? I was told it was when they were activating energy next to the portal vein, wasn¿t told on exactly what structure. Were any seal issues observed where the enseal device was used during the original procedure? No issues with the seal. Surgeon loves the seal strength over ligasure. He believes that our device has a wider thermal spread and that might be what caused the issue, but can¿t say that it was indeed the lateral thermal spread as all was ok during the surgery. Were there any generator alert screens during the original procedure? I was told there were no alerts or issues during the surgery with ethicon products. Can the generator log be pulled and provided for engineering review? No, as they have multiples and no one knows which generator was in the room at the time of surgery, which was also not shared with me when I asked. In proximity was the enseal device used to the portal vein? I was told it was close to the portal vein, but no precise distances were shared when asked. How large was the portal vein?not shared or stated it was of unusual size. On what day was the post op bleeding identified? Surgeon didn¿t specify if it was that night in post operation or the following day/days. How was the bleeding identified? Post operation, but unsure of how it was identified. Was the location of the post-op bleed identified? I was told the location was the portal vein. What was done to address the bleeding? They didn¿t provide me with this information. Was there a reoperation or autopsy that identified thermal injury on the portal vein? I'm unaware and this wasn't shared. What was the cause of the patient's death? From my understanding they bled out due to the portal vein rupture/bleed does the surgeon believe there was an alleged deficiency of the enseal device that caused or contributed to the patient's death? The surgeon could not say it was enseal or something else that caused it. I mentioned reporting the incident and asked for information and he said he couldn¿t say and no need to report. The only thing mentioned was that he deducted one of the potential things that caused this was the lateral thermal spread reaching and weakening the portal vein. Is the surgeon interested in speaking with the ethicon medical and engineering teams? I asked him and made him aware that I could put him in touch and he didn¿t have interest.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2025 d4 batch #: unknown d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the product code of the device that was used? What is the surgeon¿s experience with the device? Please provide a full timeline of events. What structure was the device used on during the whipple procedure? Were any seal issues observed where the enseal device was used during the original procedure? Were there any generator alert screens during the original procedure? Can the generator log be pulled and provided for engineering review? Instructions are attached. In proximity was the enseal device used to the portal vein? How large was the portal vein? On what day was the post op bleeding identified? How was the bleeding identified? Was the location of the post-op bleed identified? What was done to address the bleeding? Was there a reoperation or autopsy that identified thermal injury on the portal vein? What was the cause of the patient¿s death? Does the surgeon believe there was an alleged deficiency of the enseal device that caused or contributed to the patient¿s death? Is the surgeon interested in speaking with the ethicon medical and engineering teams? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon said that it was indecisive whether our device was the cause. He stated that during a whipple procedure the device caused lateral thermal spread of heat. No one informed him not until friday that the device possibly became too hot on a portal vein. After that, the patient was sent to post-operative care and starting bleeding. It was also not even certain if the device was the cause. The patient passed away.